Manufacturer narrative:
Additional patient information: patient (B)(6). Date of post-operative screw breakage and symptom onset is unknown. This report is for one (1) unknown screw. (Other): without a valid part and lot number, the UDI is not available. The complainant part is not expected to be returned for manufacturer review/investigation. Unknown, as specific part and lot numbers for the complainant screw were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure due to broken hardware. The patient, who was originally treated with rod implantation for a left femur fracture on (B)(6) 2015, reported feeling pain and discomfort on an unknown post-operative date. X-ray images were taken, which revealed screw breakage. As a result, the patient returned to the operating room on (B)(6) 2016 to have the original devices removed along with incision and drainage at the implant location. The procedure was completed successfully without any additional medical intervention. Per the patient, she has been feeling great following the revision. This report is for one (1) unknown screw. This report is 1 of 1 for (B)(4).